Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was a breach in aseptic technique further described as the patient did not wear a mask and did not clean the area before starting pd therapy. The cause of the peritonitis was also reported to be due to constipation. It is unknown if the patient was treated with antibiotics. The patient was not hospitalized for the event. The patient recovered from the peritonitis event. On an unknown date the patient was retrained on how to perform proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.